Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an ipg replacement on (B)(6) 2020 (manufacturer report number 1627487-2020-00756) where the new device was placed in surgery mode and only taken out of surgery mode for intra-op testing. Post-op the field representative was unable to connect to the ipg. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ¿ipg unable to communicate, possible service app status was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure.